Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The abutment fractured at in the cone. The fracture surface is sloped and has the appearance of a fast bending fracture. No material failure was found during investigation under the light microscope.

Event description:
Abutment fracture, screw fracture. Patient reported to the clinic with de-cemented 46,47 bridge with fractured 46 abutment. This happened for the second time. Initial prosthetic phase was done in 2014 and the second time in 2019. Attempt to retrieve the fractured abutment with retrieval kit failed. Due to uncontrolled diabetes we are unable to trapline the implant out. Implant is still loaded.